Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, experienced new pain unrelated to baseline, considerable weight loss, the battery being easily palpable under the skin, a sensation of the battery getting warm and hot during recharging, and new sporadic discomfort in the back throughout the day. The issue was ongoing and the provider was informed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a implantable neurostimulator. The patient has an spinal cord stimulation device and the implant has been heating up when they recharge the implant. Pt confirmed that the recharger was not heating up at all. Pt stated the implant is more towards the middle of their back. Pt stated that if they roll over they may feel a pinching sensation. Agent redirected the pt to their managing hcp. Agent sent an email to the field for visibility. Pt stated they have an injection (B)(6) at 9am.